Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: the reported device was returned for evaluation and upon visual inspection of the unit under test (uut), no indications of damage or misuse were observed. The uut was connected to power at a workstation, and upon startup the display showed the standard startup sequence with no alarms, or warning messages. In addition, the bellavista unit ventilation was cycled using a test lung with the last known user settings and functioned as intended with no alarms or warning messages lastly, the log file review found no instances of the reported error 0000. On the date of the reported failure, the ventilation was running without issue and there were no instances where ventilation turned "off" without being manually set. The reported complaint was not confirmed and no performance issues were found. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator suddenly stopped ventilating in target vent mode. An error 0000 message appeared, and oxygen saturation fell to approximately 70% in the first minute. Furthermore, a resuscitator was then used and another bellavista was prepared and deployed. No patient harm.